Manufacturer narrative:
Correction information: sections: e.1, e.2 & e.3, g.2, b.1, b.2 & h.1, b.5, b.7, a.1, a.2, a.3, d.1, d.4, d.6a, d.5, h.6. Advanced bionics considers this event to be non-reportable. The skin irritation is not believed to be device related. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing skin irritation behind pinna. The recipient presented with flaky, pink and irritated skin. The recipient was prescribed ointment (type unknown) by dermatologist.

Manufacturer narrative:
The recipient continues to have skin irritation while wearing the device. Eargear does not cover the bottom portion where the skin irritation is present. The recipient continues to use prescribed ketoconazole shampoo, clobetasol propionate, clindamycin phosphate as directed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly ceased device use and reported that skin healed. The recipient resumed device use, with moleskin to help with skin irritation. The recipient's skin irritation has resolved with the use of ear gear and is wearing device. No further information will be provided this is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.